Event description:
The physician was treating a lesion in the left main. The arteries were reported to be heavily calcified. An endeavor sprint rapid exchange (rx) drug-eluting stent was advanced the device could not cross the lesion and during withdrawal the stent dislodged from the delivery sys. Two balloons were used to sandwich the stent and it was removed successfully. Force was used in an attempt to cross the lesion. An integrity rx bare metal stent was also used during the procedure. The integrity rx was unable to cross the lesion and on removal the stent struts were damaged. The physician successfully treated the lesion with another stent. There was no pt injury and no clinical sequelae were reported. There was no abnormalities noted during prep/inspection prior to use. Reference MFR report number 9612164201101203 and 9612164201101204.

Manufacturer narrative:
(B)(4). (Calcification and tortuosity), (failure to deliver stent). (Calcification and tortuosity). (Cine images). Eval summary: the hypotube was bent and kinked distal to the strain relief. The inflation lumen was kinked proximal to the balloon bond. The eighth, eleventh, twelfth and thirteenth proximal stent segments were raised, damaged and deformed. The stent was positioned on the balloon between the marker bands as per specs. The distal tip was damaged. Cine image review: procedural images were provided from the account and they confirm the lesion site to be in the lcx. Info from the account indicates that the lesion was located in the left main although it is possible that they are referring to the location where the stent dislodged. There is an image of a device positioned over the lesion. The ostium of the lcx has significant tortuosity and it appears likely that this has impacted on the stent securement while advancing inside the vessel.